Event description:
This is a (B)(6) female who underwent surgery on (B)(6) 2004 for a right hip replacement. Patient developed an infection in the right hip. On (B)(6) 2004 surgery required to remove the implanted device and extensive debridement of the area involved. Replacement is a 2 stage process. Patient will need to return for the 2nd procedure. MFR refs #1043534-2005-00149, 1043534-2005-00150.